Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a rectocele, and vaginal vault prolapse. The patient underwent the concurrent procedures of a bilateral sacrospinous ligament fixation, posterior repair with mesh and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent mesh excision of eroded vaginal mesh on (B)(6) 2009. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh and aris tot was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that the patient underwent lysis of midurethral sling, and excision of vaginal mesh on (B)(6) 2014. No additional information was provided.